Event description:
A report was received that the patient was experiencing pain around the ipg site due to its placement and rubbing on his hip. The patient will undergo a revision procedure wherein the ipg will be repositioned and a thoracic paddle lead will be added.

Manufacturer narrative:
Additional information was received that an additional lead was implanted due to stimulation not lasting longer. The pain had gone away. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain around the ipg site due to its placement and rubbing on his hip. The patient will undergo a revision procedure wherein the ipg will be repositioned and a thoracic paddle lead will be added.